Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked liquid-crystal display controller. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test verify missing segments/partial display due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a display anomaly. The customer¿s current blood glucose level was unknown at time of incident. The customer stated that the pump was beeping and the screen was going white. The customer changed the battery and the display was flashing and white. Customer stated that the pump does not rattle when they shake it and unable to continue troubleshoot due to customer pump was being replaced because of white flashing screen. It was also reported that the beep anomaly was constantly occurring on the pump. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.